Event description:
The customer contacted ameda via email on (B)(6) 2014. She stated that the pump she has been using for about 5 months had completely stopped. The customer stated, "I recently had mastitis and I pump and feed frequently so there was no reason to have it. I didn't understand why I got it but it seems that not being able to get my breasts to empty because of the pump that hasn't worked properly is the reason."

Manufacturer narrative:
Contacted customer on (B)(6) 2014. Replacement pump shipped on (B)(6) 2014. Customer was asked to return pump. To date, the pump has not been returned. Per manufacturing final inspection records, the serial number met suction specifications prior to release.